Manufacturer narrative:
Concomitant products: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377875, lot# v013122, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-56, lot# v008840, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-56, lot# v013333, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-56, lot# va013ru, implanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-56, lot# va013ru, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# va013ru, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# va013ru, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient noted use of the peripheral neurostimulation results in increased bilateral sacroiliac/gluteal pain. The patient had muscle spasms to low back and sacroiliac areas with use of spinal cord stimulator. There was tightness to low back area.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was increased pain to sacroiliac/gluteal secondary to use of implantable neurostimulator (ins). The etiology was noted to the lead lot number va013ru which was connected to the implantable neurostimulator (ins) serial number nk (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was unresolved with no further actions planned. The device diagnosis was lead high impedance.

Event description:
It was reported the patient started to have muscle spasms in their low back and sacroiliac area with both implants when using the stimulator about one month prior. The patient noted they adjusted stimulation and still it caused tightness. The patient did not fall or have any trauma. The patient had spoken with their physician and was referred to a physical therapist. The patient had turned their stimulation off two days prior due to pain that it was causing on top of their regular pain. The patient had been turning their stimulation off for physical therapy. The last two physical therapy appointments the patient turned their stimulation off and forgot to turn it back on because they felt much better with it off. The patient had increased medication over the past year and was taking so much medication they did not need the stimulator anymore. It was noted the health care professional checked the patient¿s device. The event was related to the programming of stimulation. In (B)(6) there were no abnormal impedances found. The device was interrogated and noted that the peripheral leads were making the spasms worse when they were turned on. Intervention included adding two new programs, decreasing the pulse width, and deleting two programs. The patient began physical therapy and medications were administered. Fentanyl was increased to 50 ug/hr q 48 hrs. The patient also had bilateral iliolumbar and sacroiliac ligament injections. There was no hospitalization due to the event and there was no injury to the patient. A couple months later the fentanyl patch was increased. Additional information reported there was an overdischarge and some electrodes were over 10,000 ohms. The event was related to the recharging process. It was also noted the patient had sacroiliac and gluteal pain. The event was ongoing at the time of report. If additional information is received a follow-up report will be sent.